Event description:
It was reported that the patient's implantable pulse generator (ipg) exhibited premature battery depletion. The ipg was explanted and replaced. It was also reported that the patient's right ventricular (rv) lead exhibited rising thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).